Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type morphine [ 10 mg/ml] at 1.201 mg/day and an unknown type of baclofen [ 500 mcg/ml] at 60.03 mcg/day. The indication for use was unknown. It was reported that the patient came to the clinic stating the pump alarm sounded on (B)(6) 2017, and complaining of increased pain and spasticity. The pump was interrogated, and the logs indicated that a motor stall had occurred on (B)(6) 2017 at 07:26, with a recovery at 13:40; and a motor stall on (B)(6) 2018 at 14:47 with no recovery noted. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included reading the logs and confirming the motor stall. The physician restarted the pump in the clinic on (B)(6) 2017. It was reported that surgical intervention occurred, and the pump was replaced on (B)(6) 2017. At the time of the report the issue was resolved, and the patient status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight was asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2018-feb-20. It was reported that they had just received the product back from the surgery center on "friday." It was stated that they would put it in the mail today (2018-feb-20), to return to the manufacturer for analysis. No further complications were reported.